Event description:
Intra-aortic balloon (iab) entrapped in pt. Had to surgically remove. Iab catheter circuit leak alarmed. Unable to fill iab and blood noted in extension tubing. Unable to remove until taken to surgery for iliac femoral bypass.